Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 460 mg/dl. The customer treated with the pump. The customer removed the infusion set cannula and discovered that it had a slight bent. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.